Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the device patient alert sounds every day for the past two years. Patient reported that during in clinic follow up checks, the nurse does not see anything. Device is still in use. No patient complications were reported as a result of this event. It was further reported that the device was explanted and replaced due to elective replacement indicator (eri). It was also reported by the clinician that the alarm was sounding because the device had been reprogrammed to vvi and the atrial alarm was not turned off.

Event description:
It was reported by the patient that the device patient alert sounds every day for the past two years. Patient reported that during in clinic follow up checks the nurse does not see anything. Device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): analysis revealed normal battery depletion and the device meets 80% of expected longevity.